Manufacturer narrative:
The initial MDR 2432235-2017-00076 was filed on january 25, 2017. Additional information (03/24/2017): the customer performed tests with a heterophilic blocking tube (hbt). Siemens is investigating the event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
A discordant, falsely elevated brain natriuretic peptide (bnp) result was obtained on a patient sample on an advia centaur cp instrument. The discordant bnp result was not reported to the physician(s). The system performed a dilution (1:2), resulting lower. Additionally, the customer performed manual dilution (1:10) and repeated on an alternate instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated bnp result.